Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: e1 hospital address; h1; h2 the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6; h11. The reported event was confirmed by review of pictures. Visual examination of the provided photograph identified the device. A free suture end is seen that is not attached to a needle or anchor. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during tendon repair, the suture of a suture anchor broke after implantation of a second anchor. During suturing and knotting, the suture failed intra-operatively. The broken anchor was left in place, and an additional anchor was implanted nearby to complete fixation. The patient required implantation of an additional anchor. Attempts have been made and no further information has been provided.